Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the quantity is not available. The technical support specialist walked customer through updating quantity to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system did not show the quantity, preventing user from removing medication. The customer added that there was no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was unable to remove items due to the incorrect cycle count method. A technical support specialist walked the customer through updating quantity so they can remove item. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medbank system did not show the quantity, preventing user from removing medication. The customer added that there was no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b4 - corrected date of this report.